Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/20/2015. The fse found that the cause of the low results was that waste pump pm6 was not working. The fse replaced the waste pump, which repaired the erroneous results. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter act diff 2 analyzer generated erroneous low red blood cell (rbc) and platelet (plt) results for multiple patient samples. The customer was not able to provide any results or printouts. The control results prior to the event passed but the controls run after the erroneous results did not pass. Per the customer there was no change or affect to patient treatment in connection with this event.